Event description:
It was reported that the syringe empty before infusion due to finish. Patient may have received an extra 18-28 ml (180 to 280 mcg) of fentanyl. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed or replicated during the laboratory testing; the returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the syringe module error logs showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log identified no recorded data corresponding to the reported event date for the syringe module. Additionally, no activity was found for the pcu (s/n (B)(6)) within the period from (B)(6) 2025 through (B)(6) 2025. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n (B)(6)) on (B)(6) 2025. At 10:42 am a guardrails drug infusion was programmed with the following parameters: drug ID: 344, med: fentanyl, ¿same drug infusing on channel a proceed?¿ advisor, user selected ¿yes¿, concentration: 10 mcg/ ml, patient weight: 10 kg, dose: 2 mcg/kg/h and a volume to be infused (vtbi): 47.3485 ml. Infusion started with a primary volume infused (pvi) of 0.0 ml. At 10:45 am syringe module alarmed check syringe. Infusion was restored and ¿same drug infusing on channe a proceed?¿ advisor, user selected "yes¿. Infusion was restarted with a pvi of 0.0638 ml. At 11:19 am the key unit was selected; bolus was selected with a: bolus dose: 0.5 mcg and a duration: 1 minute 40 seconds. Bolus started. At 11:30 am syringe module alarmed clamp open twice. Infusion was restarted with pvi of 1.9809 ml. Dose was updated by user: new dose: 3 mcg/kg/h. Infusion was restarted at 11:33 am the key unit was selected; bolus was selected with a: bolus dose: 0.5 mcg and a duration: rapid bolus selected. Bolus started. At 1:40 pm restore was selected, bolus and duration were updated by user: bolus dose: 1 mcg, duration: 1 minute. Bolus could not be started, the rate selected exceeds guardrails hard limit, user selected ¿reprogram¿ (three (3) times). Then duration was updated: duration: 2 minutes. Bolus started. At 3:15 pm the key unit was selected; bolus was selected and restore was selected. Bolus started. At 3:55 pm the key unit was selected; bolus was selected with a: bolus dose: 0.5 mcg and a duration: 1 minute. Bolus started. At 7:10 pm unit was channeled off with a final pvi of 27.6894 ml. The syringe was loaded into the syringe module, and the system presented successfully the option of bd plastipak 50/ 60 ml. The syringe was placed into the syringe module and the volume displayed was according to the accuracy specification. The difference between the available volume detected (49.7 ml) and the calculated actual volume (50 ml) was 0.255 ml; a calculated 0.51 % error was determined and was found to be within specification (an accuracy of ± 2%). An infusion was programmed at the last rate observed on the log review of 3 ml/h for one hour. The test results measured the actual rate at 2.88 ml/h (-4.09 % error), which was expected according to the specification for this test (± 7% error). Per bd alaris¿ system with guardrails¿ suite mx user manual (v 12.1) states warnings to preparing syringe and administration set on syringe module: ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, < 5 ml/h, and especially flow rates <0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a0401, a1801, a040601, a040507, c23, c0601, d11, d15, g02017, g04037, g04061 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe empty before infusion due to finish. Patient may have received an extra 18-28 ml (180 to 280 mcg) of fentanyl. There was patient involvement, but no harm.